Event description:
The facility reported that during a procedure, the surgeon noticed that the 23 gauge scissor tip "sheared" off and remained in the eye. The surgical incision was enlarged and the scissor tip was removed. Additional info has been requested, to date no follow-up info has been received.

Manufacturer narrative:
The sample is in transit to the MFR. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.